Event description:
It was reported that in the cancer center, the bi-fuse broke off and lodged into the needleless connector. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.

Manufacturer narrative:
The customer¿s report that the bi-fuse broke off and lodged into the needleless connector was confirmed. Inspection of the as-received samples observed that the luer tip of the extension set's spin lock assembly was broken off. The broken off luer tip was lodged within the mz1000-07 female luer end. Functional testing was not performed due to the obvious damage. Further inspection of the broken luer tip areas under magnification observed whitish colored stress markings at the corresponding areas of breakage. The root cause that the bi-fuse broke off and lodged into the needleless connector was not identified.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that in the cancer center, the bi-fuse broke off and lodged into the needleless connector. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.